Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient has been discharged but still showing as preadmitted. A technical support specialist (tss) connected with the customer and verified that the patient was shown as discharged in check patient. Additional information was requested from the cerner system. The customer requested that the case be closed since the issue was not repeated. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the admitted patient details shows as preadmitted in the list. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.